Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device. This report is submitted on march 14, 2017.

Manufacturer narrative:
This report is submitted on february 17, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a migration of the electrode array out of the cochlea due to ossification, resulting in loss of clinical benefit. It is unknown whether revision surgery is planned, as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced infection at implant site, prior to explantation. This report is filed on april 04, 2017.